Manufacturer narrative:
H.6. Investigation: a my8020-0006 product was not available for investigation; however the customer confirmed that the complaint sample was from lot 92028901. Information provided by the customer indicates that the leakage occurred at the connection between the syringe and a subcutaneous needle with extension set, however the make and model were not available to assist the investigation; furthermore the customer indicates that leakage was observed during infusion of datatumumab & rituximab. A review of the production records for lot 92028901 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. H3 other text : see h.10.

Event description:
It was reported that 3 bd texium needle-free syringes, 20 ml experienced device damage which led to leakage. The following information was provided by the initial reporter: leakage from connection to the needle. Connection tried twice.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 3 bd texium needle-free syringes, 20 ml experienced device damage which led to leakage. The following information was provided by the initial reporter: leakage from connection to the needle. Connection tried twice.